Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: law anterior resection / double stapling. According to the reporter: after loading an idrive, it was approached to the rectum. After closing the jaws with a blue button, a green button was pressed. Surgeon checked its status indicator blinking on and off. After firing with the blue button, it was released with a silver button. However, surgeon found it was not fired to the end. The stapler fired partway and it still cut the tissue. A new reload was loaded and used to resect the rest of tissue, and it was anastomosed with an eea stapler to complete the procedure. Additional tissue was resected. Operating time not extended. No tissue damage. Nothing fell into the cavity. No bleeding. No patient harm. Last known patient status is good.